Event description:
It was reported that device was producing straight shots.

Manufacturer narrative:
The complaint is confirmed for straight shots. This was due to a broken tip which appeared to have been exposed to some type of excessive stress causing it to break.